Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose has been 600 mg/dl and above and would like to troubleshoot pump. Customer indicated that his doctor changed his basal rates a few days ago and that may be the reason for the high blood glucose. Customer indicated that he does not feel well to troubleshoot and passed the phone to his wife who indicated that they would call back at a later time. No further information was given.